Manufacturer narrative:
This case with patient identifier (B)(6). The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking between the cannula and the tubing set.